Event description:
On (B)(6) 2013, the manufacturer's representative reported that the tablet he was attempting to train the physician on was turning on, but was only showing a gray screen and would not progress to the vns software. The tablet was turned off and then back on a few times with the tablet showing that it was fully charged. The flashcard was confirmed to be in the unlocked position and was re-inserted. The tablet was returned on (B)(6) 2013 and is pending product analysis.